Event description:
The customer reported that the 840 ventilator had an erratic screen. There was no pt involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported failure. No parts were replaced. The unit passed extended self-testing.